Event description:
Pt was unwilling to wear the external headpiece due to discomfort around the implant site. According to the information received from the center, the patient's device was explanted due to extrusion. When the skin flap was opened, an infection was found (etiology of infection not given). The patient's device was explanted.